Manufacturer narrative:
The reported events were insulation damage and lead failed to advance in catheter. A complete lead was returned in one piece. The reported event of insulation damage was confirmed. Final analysis found no indication of conductor fractures or internal shorts. Visual inspection found the lead insulation cut/damaged at the proximal region of the lead consistent with procedural damage. The inner coil was kinked/stretched at this location. All damages found are consistent with that occurring at the time of procedural. The reported event of lead failure to advance in catheter could not be confirmed. A test guidewire could not be inserted into the lead to test with the catheter due to the inner coil being damaged as received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to advance in the sheath. Additionally, the lv lead was found punctured when flushing. The lv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.